Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with liquid and with residue/debris on the lens. Visual inspection found no visible damages to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
Over/under correction & secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse events following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens was exchanged for a same length lens of a different model and with a different power. Cause of the event was listed as other. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.